Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the intermittent failure. Physio replaced the therapy and ECG cables and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced therapy and ECG cables; however, there was no failure found. Further root cause of the reported failure could not be determined. A clinical review of the reported event determined that the device use did not contribute to the pt's death due to the pt having an asystole rhythm when a back up device was used.

Event description:
The customer reported that on (B) (6), their device was attached to a pt in cardiac arrest with the defibrillation electrodes and was not displaying the pt's rhythm on the screen. There was an approximate downtime of 3-5 mins prior to the device being connected to the pt. The customer attached a 3 lead ECG monitoring cable to the pt after the defibrillation electrodes were not giving a reading, and the device then briefly showed a rhythm, but shortly after the screen returned to dashed lines and showed the ECG cables as being disconnected. The leads were checked by the ems crew and they were verified to still be attached in good position. After attempting to attach a new set of electrodes and repositioning the electrodes properly, an ECG rhythm still did not appear on the device screen. A back up device was used almost immediately after the initial failure and advised no shock due to the pt having an asystole rhythm. The pt was not resuscitated.